Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Internal file number- (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply was not working properly as the device emitted an unusual tone. The same device was used to complete the procedure. The hospital did not report any patient effects.